Event description:
It was reported that customer passed away from complications related to diabetes. Customer was wearing the insulin pump at the time of death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.